Manufacturer narrative:
On-site investigation was performed by our field service engineer. Support case was created to help with troubleshooting. Expiratory cassette was pointed as most likely part related to the issue, however, based on technician statement, the issue was not reproduced during onsite visit. The ventilator passed all functional and safety tests and was cleared for clinical use. Flow through expiratory tube alarm is generated when unexpected flow or pressure is being detected by the ventilator in the expiratory tubing. It can be caused by improper connection of patient circuit on expiratory side or improper attachment of the expiratory cassette. Provided device's logs reveal occurrence of claimed flow through expiratory tube. The event log confirms occurrence of several clinical alarms, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms expiratory minute volume low, patient circuit disconnected and respiratory rate high are indicating that there is an issue with delivering of the set volumes. Incorrect delivery of the set volume may indicate leakage during ventilation, which may lead to insufficient ventilation or no ventilation to the patient. The cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating flow through expiratory tube. There was no patient harm. Manufacturer's ref. #: (B)(4).